Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Ruptured condition confirmed. Visual examination of the sample confirmed a ruptured bladder in a non-footed position. No additional observation was noted on the sample. A batch review has been conducted which revealed product met all acceptance criteria for release. A tier ii CAPA (B)(4) was initiated to address the root cause investigation of the bladder rupture issue.

Event description:
Baxter (B)(4) received a report that one (1) infusor device ruptured during filling. It is unknown with what the device was filled. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint. No additional information.